Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient was not changing to admit status. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not changing to admit status. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5, d1 and h11 additional information: d10 upon investigation of the actual device used in this incident, it was determined that the patient was in temporary admission. A technical support specialist dialed into pyxis, ran a server down query with no issues found on carefusion care coordination engine, and confirmed server time up. After consulting user, ran adt (admit, discharge and transfer) query, discovered the patient had been discharged, adjusted reserve discharge settings, and advised the customer to undo the discharge. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.